Event description:
It was reported that the during removal of the voyagr balloon cathetr there was some resistance. The device was pulled against resistance and the shaft separted into three pieces. The entire balloon catheter was removed from the patient anatomy without this use of medical intervention. Therefore, there was no patient injury.